Event description:
The patient presented in-clinic for follow up. Review of fluoroscopy revealed externalized conductors in two locations. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces with the connector piece measuring 11.0cm and the distal tip electrode piece measuring 49.0cm. Analysis found internal insulation abrasions between 7.5cm to 9.5cm, 12.8cm to 15.5cm, and 30.2cm to 30.6cm from the distal tip electrode. An external insulation abrasion was noted between 19.7cm to 19.9cm from the distal tip electrode, consistent with friction to another device. The etfe insulation was intact at these locations.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.